Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s charger was not charging the ilet, indicated by a blinking green light; the agent advised that a solid green light signifies charging and instructed the user to charge the ilet with the case removed and the screen facing up, after which the device charged normally. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed a use-related charging issue resolved by correct device positioning and case removal, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.